Event description:
On 2/10/98 baxter became aware of several occurrences where the 250 ml anticoagulant solution bags were depleting before the plasmapheresis procedure was completed on the auto-c. The first report involved six different auto-c instruments, and indicated the "air push" alarm alerted the techs, however, no check 230 ml alert was heard. The procedures were stopped in each case and the blood was not re-infused to the donors. 2/12-24/98 follow up account visits, sample evals and calls to multiple customers by baxter, identified that some customers were experiencing anticoagulant bag depletions without the check 230 ml alert, or they were noting the bag to be down to 5-10 ml and the 230 ml alert had not activated. Still others indicated they were getting the 230 ml alert. Many more indicated having no issues at all. No donor serious injury has occurred in association with this or any of the reported events. 3/5/98 subsequent reports, after 3/3/98 recall letter, identified plasma facilitys re-infusing their donors and changing to another anticoagulant bag without incident or injury to their donors. Customer reported via product complaint log that anticoagulant bag had depleted without the check 230 alert and that the air push alarm alerted the operator. The procedure was ended and the donor disconnected without incident. The donor left in good condition. The customer verified that they had rec'd the march 3, 1998 recall letter regarding the possibility that this might occur. The customer also indicated his staff had been instructed to watch for the possible depletion of the anticoagulant bag but somehow this operator had missed it. They continue to use the 250ml bag.